Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the helix could not be extended. Another lead was implanted. No adverse consequences for the patient were reported.